Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the b30 error was found to be due to the contact failure that occurred at the scope connector contacts. The root cause of the contact failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The service inspection found the unit produced a b30 communication error due to poor contact at the scope connector contacts. The reported issue was confirmed as the lamp requires replacement. Additionally, the external front panel is damaged, the exhaust fan on the back of the unit and deterioration of turret motor.the investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed that a customer evis exera iii xenon light source goes in to spare lamp mode and had to power off and on during an unspecified procedure. The user removed the non-olympus lamp and used an olympus lamp by the issue was still present. The device was returned for service. No patient injury or harm was reported to olympus. Upon inspection and testing, the light source was observed to have a (reportable) b30 communication error due to poor connectivity with the scope connector contacts.